Manufacturer narrative:
Clinical evaluation 8 years after cementless tha, the stem gets loose and requires revision. The quality of the one image supplied is such that little conclusion can be drawn. There seem to be no evident signs of osteolysis or other traces of a worn implant. This is probably a case of late idiopathic aseptic loosening and we see no reason to suspect a faulty device. Batch review performed on 08 apr 2026: lot 114752: (B)(4) items manufactured and released on 12-jan-2012. Expiration date: 2016-nov-30. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Root cause: aseptic loosening is a possible literature-described adverse event after primary joint arthroplasties and causes are often unknown. In this case, the absence of osteolysis or implant wear, together with the lack of evidence linking the event to device design or manufacturing issues and no similar prior cases, suggests a late idiopathic aseptic loosening not attributable to device malfunction.

Event description:
Revision surgery due to stem loosening about 8 years and 3 months after primary surgery. There was no indication of trauma. The surgeon made no note of bone quality. The surgeon revised the medacta stem and head to a competitor stem and head, and revised the medacta liner to a same size liner. The surgery was completed successfully.